Event description:
Biomet orthopedics received preliminary clinical data from (B)(6) regarding patients enrolled in a mom clinical study. It was reported that the patient underwent a total hip arthroplasty on (B)(6) 2010. Subsequently, a revision procedure occurred on (B)(6) 2011 due to cup loosening.

Manufacturer narrative:
The product lot number identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, biomet m2a prosthetic devices list under possible adverse effects: ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿